Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced infusion set tube detachment event on (B)(6) 2025. The site of detachment was tubing connector. Infusion set was in use for one day. High blood glucose level was 21 mmol/l and treated by correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.